Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found: the bending section cover (a-rubber) is separated. Based on the investigation, the root cause of the complaint is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope, the bending section cover (a-rubber) is separated. There was no report of patient involvement.